Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9056978. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our evaluation of the submitted device could not observe any abnormalities identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. This may be due to a submission of a representative sample in the place of the affected unit. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the cap came off the bd nexiva¿ diffusics¿ IV catheter during the infusion and caused blood leakage. This occurred on 2 separate occasions in the same lot, and in the same day. The following information was provided by the initial reporter, translated from dutch to english: "this afternoon it happened twice that during the performing of infusion with a blue nexiva diffusics the transparent cap came off, what resulted in a blood leakage."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the cap came off the bd nexiva¿ diffusics¿ IV catheter during the infusion and caused blood leakage. This occurred on 2 separate occasions in the same lot, and in the same day. The following information was provided by the initial reporter, translated from (B)(6) to english: "this afternoon it happened twice that during the performing of infusion with a blue nexiva diffusics the transparent cap came off, what resulted in a blood leakage."